Manufacturer narrative:
During the investigation the affected device and its log file were analyzed. It could be confirmed that the safety software of the device detected an internal deviation, generated the reported alarm message and rebooted in an attempt to solve the problem. During the reboot sequence the safety valve is opened in order to allow spontaneous breathing. This reboot is alerted to the user via an audible alarm by the internal piezo speaker. The root cause of the problem could be determined to be a malfunction of the pba m16.2. After replacement of the affected pba the device passed all tests according to manufacturer specification and was returned to the customer.

Event description:
Refer to the initial-report.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
While connected to a patient, alarm code 255 was reported. The device was evaluated by a draeger service technician. Logs showed ventilator restarts. No patient consequences reported.